Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and evaluation of the device found that language software was not installed or had become corrupted. The language software was re-installed to resolve the malfunction. The customer received a replacement device. Analysis of reports of this type has not identified an increase in trend.